Event description:
The health authority reported to our distributor. During the process of repairing a gastric perforation for the patient, the needle broke in the patient''s stomach. Due to timely treatment by the doctor, the remaining needle was completely removed from the stomach.

Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection. The needle is an ethicon supplied component. No samples or photographs of the broken device were returned for evaluation. No third party evaluation report was received to date. If samples, photos or the report becomes available at a later time, they will be reviewed, and the results will be included in the file. A follow-up report will be submitted at that time. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps or some type of surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.¿ without reviewing the actual broken needle, testing sterile devices from the same finished good lot, receiving the results of the third party evaluation of the needle component or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component or utilized in conjunction with the medical device (robotics), procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Manufacturer narrative:
Information was received from our distributor ethicon the above medwatch report is a duplicate event and should canceled. The medwatch report of record is: 3010692967-2023-00049 (corza complaint # (B)(4).